Event description:
Dealer is stating that the chair was received with 2 broken spokes on the left drive wheel. End user not able to replace wheel, and dealer asked for a whole chair to be exchanged. Online dealer did not have any other information, out of box failure, no damage to box.